Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error 105 which was reproduced during the eval. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced. System error 105 will occur when the pump experienced a motor failure.

Event description:
During the eval of a device for a white or blank screen, the eval experienced a system error 105. It was reported there was no pt injury.